Manufacturer narrative:
(B)(6). Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 had not triggered. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that the device appeared to have deployed the t1 anchor as the deployment needle is in the t2 pre-deployment firing position and it was found debris on depth gauge tube and needle, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device. Used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection revealed the device was returned without the suture or anchors. The device appears to have deployed the t1 anchor as the deployment needle is in the t2 pre-deployment firing position. The depth gauge is in manufacturer specified position. Debris on depth gauge tube and needle. A functional evaluation revealed the deployment knob when depressed attempted to deploy an empty t2 anchor position. The deployment needle reset and rested in the t1 pre-deployment position. Another depression attempted to deploy an empty t1 anchor position. The deployment knob moved as expected and the depth gauge moves as intended. The physical deployment of t1 and t2 could not be tested as they are not with the device. A review of the instructions for use found: ¿-read these instructions completely prior to use. -do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. -if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ a review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.